Event description:
The patient received her scs system on (B)(6) 2011. It was reported that the patient has fallen twice since her permanent implant procedure. The patient met with an sjm representative to help resolve uncomfortable stimulation that occurs with movement. The sjm representative was able to improve the patient's programming; however, she is still experiencing significant positional changes. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.